Event description:
It was reported the unit worked and then stopped. There was no patient impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in poor condition with the upper case lid scratched and gouged. The front panel has areas of matte finish missing and scratched. The stand off supporting dc power supply was broken. The unit delivered rf energy correctly into the fixed resistors. The impedance imbalance readings indicate that the unit is having difficulty rejection noise when evaluating the split foil patient pad impedance. The rf controller software version may not always measure the impedance of a split foil patient return pad accurately when energy is being delivered. The software was upgraded for the rf controller and has following changes: no longer flags e3 error is impedance drops below 15 ohm and evaluates last 500 ms of impedance readings to calculate the impedance, rather than the last 50 ms. Applicable software and hardware upgrades were performed. It passed final testing and was recertified for use.